Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the blood glucose was running high and that the battery compartment was corroded. The blood glucose reading was 536 mg/dl. Customer was treated with manual injection and mother stated that the battery had exploded. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received without the original battery cap. The device had corroded battery tube, scratched lcd window and cracked reservoir tube lip.